Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, the hub of a flexor balkin guiding sheath detached from the device during an endovascular procedure. The dilator and another manufacturer's wire guide were inserted into the device when the separation occurred. The device was removed from the patient without resistance. The patient experienced a small amount of bleeding that required no treatment. A new device was used to successfully complete the procedure. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The customer returned kcfw-6.0-38-40-rb-blkn to cook for investigation. Physical examination of the returned device showed: visual inspection confirmed that the side arm extension was separated from sidearm assembly. There is evidence of adhesive present on extension tubing. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use sheath introduction ¿using the side-arm of the value, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the hub of a flexor balkin guiding sheath detached from the device during an endovascular procedure. The dilator and another manufacturer's wire guide were inserted into the device when the separation occurred. The device was removed from the patient without resistance. The patient experienced a small amount of bleeding that required no treatment. A new device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.